Event description:
The customer alleges that the device failed to nebulize. No patient injury reported.

Manufacturer narrative:
(B)(4). A visual inspection was performed on a picture provided by the customer, however it is not possible to identified the reported issue. A sample evaluation needs to be performed in order to identify this failure mode. A functional and dimensional inspection of the product could not be conducted since the product was not returned for evaluation. The device history records were reviewed and there were no issues related to this complaint on the product or its components during the manufacturing of the material. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved in the incident. Customer complaint cannot be confirmed based only on the information provided. An attempt to duplicate the failure mode was made but at the time there was no inventory of the involved product code available at the facility nor is being manufactured at the time. If the device sample becomes available, this investigation will be updated with the evaluation results.